Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button cover and plug was detached from the pump, exposing the internal key contact. The display screen was also found to be dim, faded and discolored. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the audio bolus button cover and plug was detached from the pump, exposing the internal key contact. An audible tone reading was unable to be obtained due to the damaged bolus button. The display screen was also found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.